Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (physical damage) has been confirmed. Upon evaluation, pins in the electrode belt's trunk cable connector were bent. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (physical damage) was confirmed. Upon evaluation, it was determined that the power unit connector would not power up the charger. The root cause for the faulty connection is likely due to the pins in the connector being recessed due to a combination of an assembly error and excessive force applied during mating. No adverse event from the defective connector. Device manufacture date: electrode belt: sn (B)(4): 08/2008, battery charger: sn (B)(4): 01/2006.

Event description:
Electrode belt sn (B)(4) and battery charger sn (B)(4) were returned to zoll from the (B)(6) distributor stating that the equipment was physically damaged.